Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving baclofen (300.0 mcg/ml at 120.01 mcg/day), hydromorphone (50.0 mcg/ml at 20.002 mcg/day), and prialt (10.0 mcg/ml at 4.000 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2017 the patient reported the pump was alarming and he was scheduled for immediate evaluation. Device interrogation revealed a pump motor stall (08:20) without recovery on (B)(6) 2017. A force restart via reprogramming was attempted but was not successful. The patient was started on oral baclofen and instructed to increase oxycontin, if pain was not controlled. The patient was scheduled for a pump refill. Also of note, the eri was 12 months. No patient symptoms were reported. The outcome was noted as ongoing. The etiology was noted as related to the device or therapy and not related to the implant procedure. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the pump was explanted/replaced on (B)(6) 2017 and the pump was returned to manufacturer. The event was considered resolved without sequelae as of (B)(6) 201 and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-16, additional information was received from a healthcare provider (hcp) via a clinical study. It was noted in the logs that a motor stall recovery occurred on 2017 (B)(6) at 03:29. The cause of the motor stall was not determined. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump (B)(4) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to shaft bearing. Analysis identified residue in the motor gear train that contributed to the motor stall. Analysis identified residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.